Event description:
The user facility reported a 58-year-old male patient needing mechanical circulatory support was implanted with an impella cp. The patient experienced a clotting issue (thrombus) while on support. Blood products were given to the patient. Providers decided to remove the pump and continue medical management. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.